Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation. However, vyaire technical support representative advised to recalibrate the nebulizer. Issue resolved by another successful nebulizer calibration. The root cause was determined due to user fault.

Event description:
The customer reported bellavista 1000 nebulizer is not giving enough flow. Technician went to assess the unit and the monitored output flow of the nebulizer is 1.1 l/m instead of 8 l/m. This happened prior use, there was no patient involvement at the time of event.